Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) was not implanted because of a fault code 36 encountered during pre-implant testing. Fault code 36 indicates a possible defibrillation output problem. Cpi will analyze the ICD when returned.

Manufacturer narrative:
Event conclusion: reliability assurance testing revealed the device did not pass low energy pulse tests and high energy outputs were out of specification low. Internal examination revealed a cold solder joint on the positive of the output capacitor. It's suspected the clinical fault code can be attributed to this problem.